Event description:
Customer reported that ventilator was not passing short self test (sst). Respironics service technician confirmed reported problem. Service technician reported blower was not operating upon start up of ventilator. Reported problem could result in vent inop during normal operation. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator was not in use at the time of the reported problem, and did alarm.